Manufacturer narrative:
A film review was received and noted the following. (B)(4). History: this complaint involves a (B)(6) female patient who underwent optease ivc filter placement for left leg dvt. The filter was implanted in the infrarenal ivc uneventfully. Four days later the patient experienced abdominal pain and frequent urination. Examination at that time demonstrated interval filter migration to the lower ivc just above the bifurcation. This required early removal of the filter. Observations: four digital images are submitted for review. The first shows access from the right common femoral vein approach. Inferior vena cavogram shows normal ivc anatomy and no evidence of ivc thrombus. Inflow from the renal veins is well delineated bilaterally. Subsequent image shows deployment of the filter in a infrarenal location. The filter is well expanded and appears normal. Final image shows the filter has migrated caudally and now resides in the lower ivc at the level of l4. There is no evidence of contrast extravasation or other caval abnormality. Conclusion: the case involves a patient who had an optease ivc filter placed which migrated caudally during a four day period. She suffered abdominal pain and the filter was removed. Measurements taken during initial implantation were in the ap projection and appear to be well within the acceptable limits of cava diameter for filter placement. A lateral view would have been useful to make sure the ap diameter of the ivc was within 28 mm. The exact etiology of filter migration cannot be definitively determined from the clinical information and images provided. One possible cause is a significant change in patient's hydration status after filter deployment. If the patient was dehydrated during the procedure, the ivc could have been smaller caliber than usual. After hydration, the ivc may have expanded resulting in caudal migration of the filter. A second possibility is that the patient experienced abdominal trauma after filter placement dislodging the filter. I do not believe this case represents a manufacturing or quality issue with the filter. The treating physician handled the event properly by removing the filter. The product is available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate states that the optease retrievable filter migrated to common iliac vein four days after insertion. The patient is a (B)(6) female. The reason for filter insertion was a left lower limb deep vein thrombosis (dvt). Access was made at the common iliac vein. There was no thrombus at the delivery site, below the renal vein. The filter was implanted below the renal vein ostium. The measurement of the vena cava at the site of delivery was 10.52 mm. The filter was placed in the vessel correctly with the hook in the caudal position. After the filter was deployed it was noted that the filter expansion result was not satisfactory. Wall apposition with the expanded filter device was described as "so-so". Four days later, the patient suffered abdominal pain at the waist site, iliac site and the middle to below the abdomen, and also had frequent urination. The patient went to the hospital and the physician found the filter had migrated to the common iliac vein. Therefore, the physician had to take out the filter in advance. The filter was withdrawn successfully. It was noted that the patient had not had any other intervention procedures since insertion that may have caused the filter to migrate.

Manufacturer narrative:
Four days post optease filter placement, the filter migrated requiring early removal. This complaint involves a (B)(6) female patient who underwent optease ivc filter placement for left leg dvt. The access site location was the common iliac vein. The filter was implanted in the infrarenal ivc uneventfully. The reporter indicated that the filter expansion result was not satisfactory and that the wall apposition with the vena cava wall and the filter barbs was 'just so-so.' The filter placed in the vessel correctly with the hook in the caudal position. The filter was not tilted after delivery. Four days later the patient experienced pain at waist site, iliac site and middle to below of the abdomen and had frequent micturition. Examination at that time demonstrated interval filter migration to the lower ivc just above the bifurcation. This required early removal of the filter. Four digital images received were reviewed by an independent physician. The review indicated the following: the first image shows access from the right common femoral vein approach. Inferior vena cavogram shows normal ivc anatomy and no evidence of ivc thrombus. Inflow from the renal veins is well delineated bilaterally. Subsequent image shows deployment of the filter in an infrarenal location. The filter is well expanded and appears normal. Final image shows the filter has migrated caudally and now resides in the lower ivc at the level of l4. There is no evidence of contrast extravasation or other caval abnormality. Images review conclusion: the case involves a patient who had an optease ivc filter placed which migrated caudally during a four day period. She suffered abdominal pain and the filter was removed. Measurements taken during initial implantation were in the ap projection and appear to be well within the acceptable limits of cava diameter for filter placement. A lateral view would have been useful to make sure the ap diameter of the ivc was within 28 mm. The exact etiology of filter migration cannot be definitively determined from the clinical information and images provided. One possible cause is a significant change in patient's hydration status after filter deployment. If the patient was dehydrated during the procedure, the ivc could have been smaller caliber than usual. After hydration, the ivc may have expanded resulting in caudal migration of the filter. A second possibility is that the patient experienced abdominal trauma after filter placement dislodging the filter. I do not believe this case represents a manufacturing or quality issue with the filter. The treating physician handled the event properly by removing the filter. One non-sterile optease filter was received inside a plastic bag. No visual anomalies were found on the filter. The involved cannula, vessel dilator or obturator was not returned for analysis. Review of lot 15605299 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The filter migration reported by the customer could not be confirmed. No visual anomalies could be found during the analysis of the returned unit (filter). Based on the information available for review, there are procedural factors (unsatisfactory expansion and wall apposition results) that may have contributed to this event. Neither the DHR review nor the product analysis indicate that there is a design or manufacturing related issue, therefore no corrective action will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.